Event description:
Successful splenic artery embolization with particles and coils. Left groin closed with angio-seal vascular closure device. Pseudoaneurysm following angio-seal closure. Patient required surgical repair of pseudoaneurysm.